Event description:
Cuff rolled over on itself event with the padding underneath and left a mark on the pt's leg.

Manufacturer narrative:
Device was returned for evaluation. Evaluation indicates cuff may have been improperly sized by hospital this causing the cuff to roll.